Event description:
Philips received a complaint by the manufacturer's product support engineer (pse) on the v60, indicating that during preventative maintenance of the device, it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. The touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touch screen accusation.